Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient applied a new pod and approximately two hours later experienced elevated blood glucose up to 306 mg/dl despite insulin delivery attempts. Patient alleged the event was related to the pod not working. Symptoms of nausea, visual disturbances, and vomiting were reported. Patient sought medical attention for approximately 20¿45 minutes and was discharged the same day. Diagnosis of diabetic ketoacidosis (dka) was reported. Healthcare provider administered 14 units of novolog and approximately 12 units of lantus and instructed pod replacement. Following pod change, blood glucose returned to normal.